Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. Insulin is squirting out of the insulin pump. The drive support disk is protruded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarm noted. The insulin pump had a scratched display window.